Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately three and a half (3.5) years post initial procedure, the patient presented at routine follow-up with an enlarged aaa sac (by 1cm) and no identifiable endoleak per cta (computed tomography angiography) scan. The physician plans to perform an angiogram to further diagnose the event. The patient is reportedly in good condition.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately three and a half (3.5) years post initial procedure, the patient presented at routine follow-up with an enlarged aaa sac (by 1cm) and no identifiable endoleak per cta (computed tomography angiography) scan. The physician plans to perform an angiogram to further diagnose the event. The patient is reportedly in good condition. Additional information: the physician performed a secondary procedure on (B)(6) 2020 with a vela suprarenal extension and bifurcated stent graft. During clinical assessment it was determined that there was evidence to reasonably suggest multiple type ii endoleaks (lumbar) had occurred.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event was completed. An examination of medical records and/or medical imaging received by endologix shows that the sac growth of 9.4mm event was confirmed. This is consistent with the reported adverse event. The clinical evaluation also shows reasonable evidence to suggest multiple type 2 endoleaks (non -device related failire) of the lumbar, the most likely causation the type 2 endoleak is the patients anatomy due to the type 2 endoleak. The sac growth is related to the type 2 endoleaks. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The aortic neck was at 10mm and should be less than or equal to 15mm. However, this did not appear to contribute to the reported event. No procedure related harms were identified. The final patient status was discharged on the first post-operative day following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: method remove 3233. H6: conclusion remove 11.